Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer was hospitalized on (B)(6) 2014 with blood glucose of 19.6 mmol/l. Prior to incident, customer experienced excessive no delivery alarms when priming. Customer also received a motor error alarm. Customer disconnected from pump six hours prior to hospitalization and reverted to manual injections. Healthcare professional did not want to release customer from hospital without a new insulin pump. No further information provided.